Event description:
It was also reported that there was another alert for high impedance on the superior vena cava (svc) coil. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The s2d file is from (B)(4) 2013. The date of explant was (B)(6) 2013. The maximum defibrillation active can impedance rises from an approximate baseline of 55 ohms the week ending (B)(6) 2013 to greater than 250 ohms the week ending (B)(6) 2013. The maximum superior vena cava (svc) coil defibrillation impedance rises from an approximate baseline of 60 ohms to greater than 200 ohms on (B)(6) 2013.

Event description:
It was reported that there was an alert for one episode of high impedance on the right ventricular coil of the right ventricular lead. The lead was reprogrammed and is still in used. No patient complications have been reported as a result of this event.